Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a cannula kink near the inlet was observed. A big clot observed in the outlet cage. It looks like the cannula kink occurred in transportation as no indication regarding the kink even after explanation. The data log reviewed showed motor current spikes but didn't show last few days of the case. The root cause of the low pump flow was biomaterial ingestion due to patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp for mechanical circulatory support. While on support, the pump experienced low pump, resulting in the pump being explanted and replaced. A clot was subsequently noted on the outlet cage of the removed device. The device was explanted, and the procedural outcome was the patient survived.